Event description:
Medtronic rec'd info that this bioprosthetic aortic valve was explanted due to stenosis, with a peak and mean gradient of 82 mmhg and 45 mmhg, respectively. Upon explant, pannus overgrowth was observed on the sewing ring and on the cusps, primarily the non-coronary cusp. The device had been in service for approx 28 months. The device was replaced without reported pt complication.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: received in a clear solution, 0.2% glutaraldehyde, in an explant kit. The left and right cusps are slightly stiff but flexible except where host tissue is present. The non-coronary cusp is stiff due to host tissue that fills the outflow. Thick glistening off white pannus remains attached to the sewing ring on the inflow adjacent to the non-coronary left inferior coaptive area, over the tissue and base stitching, into the non-coronary inferior coaptive area extending 1 to 2 mm onto the non-coronary and left cusps reducing the inflow orifice area. Radiography shows a trace of mineralization in the sewing ring adjacent to the non-coronary left stent post. Conclusion: reduced performance of the device attributed to host tissue overgrowth, a known potential outcome to bioprosthetic valve implantation. Device explanted and replaced without reported pt complication.